Event description:
The account stated that the architect i2000k analyzer is generated discrepant cea results on a patient sample. The initial result was 2.4 ng/ml and the retest result was 1.2 ng/ml. The account stated that the issue was resolved after a new probe was installed. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The complaint text indicates the operator observed scattered carcinoembryonic antigen (cea) control results. The initial cea and the retest results were 2.4 and 1.2, respectively. As troubleshooting, the sample probe was cleaned and recalibrated; however, this did not resolve the issue. There was not any leakage or separation of material on the syringe valve or the wash zone probe clip. The issue was resolved and the results returned to the expected acceptable range when the sample probe was changed and recalibrated. A review of the complaint history for architect I system sn# (B)(4) was performed. The review did not find other complaints related to this issue. The review of the architect system operations manual (((B)(4)) june, 2007): section 7, operational precautions and limitations: limitations of result interpretation states; assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customers issue. In the architect carcinoembryonic antigen (cea) reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. The operator stated the issue was resolved once the sample probe was replaced and recalibrated. No further investigation is required. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.